Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively after a set change. The customer's blood glucose was 176 mg/dl at the time of the first alarm. His most recent blood glucose was 445 mg/dl, for which he was advised to take a correction dosage. He stated that he had tried different cannula lengths, rotated sites and avoided scar tissue. He stated that he had tried all remedies in attempts to resolve the no delivery alarms. He noted that he had had a bent infusion set cannula on another occasion but not during the most recent no delivery alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during our testing. The insulin pump passed prime/a33, excessive no delivery and displacement tests. The insulin pump has minor scratched lcd window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.